Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens model zct300 was explanted from a male patient because the patient did not have the outcome he expected. There was no incision enlargement or vitrectomy. Patient is reported to be doing well. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation. The lens was cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible the manufacturing record and related documents show that the production order was manufactured according to specifications. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. During the manufacturing record review of the production order for this serial number, no non-conformances were identified. A search on complaints related to production order was conducted and revealed that no other complaints for this order number have been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.